Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; however, there was no reported device malfunction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection is a known potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use. Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during treatment using percutaneous transluminal coronary angioplasty of an 89% stenosed, de novo, concentric lesion in a narrow left anterior descending artery, after crossing the lesion with a guide wire the lesion was predilated with a non-abbott balloon dilatation catheter (bdc). A xience prime 3x15mm stent was deployed at 12 atms-(atmospheres). During post-dilatation with nc-(noncompliant) bdc, a side-edge dissection was observed. Another xience prime stent was deployed to cover the dissection. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.